Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced swelling in the device pocket in 2016, and they were treated with antibiotics. The full system was later extracted due to concern of pocket infection and possible pre-erosion. Results of blood cultures taken were negative. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an undetermined performance issue with the implantable pulse generator (ipg). The device was removed and replaced. No further information could be obtained. No patient complications have been reported as a result of this event.